Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the devices had switched off during use on a patient and it was not possible to turn it on again. There was no patient injury reported.

Manufacturer narrative:
Based on the available electronic device logfile the reported issue could be confirmed. The log entries confirm that the customer had frequently used the device on backup batteries for very short time periods leading to a significantly reduced capacity from the involved batteries. The atlan alerted several times for a no longer reliable battery. It can be concluded that the batteries were damaged by a deep discharge. An inoperable battery is detected in the self-test and displayed accordingly. During operation, the atlan compares the measured values of the batteries with a stored reference characteristic curve and alerts the user accordingly in the event of deviations. The charging status is also shown on the display. If a battery failure occurs during ventilation, manual ventilation remains possible. An alternative gas montoring has to be provided, e.g. With an external monitor. Dräger has become aware about similar cases where such kind of use may pre-damage the batteries and result in a loss of capacity. This might lead to an unexpected shutdown as reported. A corresponding fsca has been initiated end of 2023. The field safety notice and the corresponding supplement to the IFU have both been sent to this particular customer prior to the reported event. It was thus concluded that the customer could have prevented the event, by following the improved instructions for use.

Event description:
It was reported that the devices had switched off during use on a patient and it was not possible to turn it on again. There was no patient injury reported.